Event description:
The product was used during a lavh procedure. Reportedly, the instrument was difficult to open. The hospital has reported no pt injury occurred.

Manufacturer narrative:
4/6/1998-supplemental report #1 submitted to FDA.